Event description:
Reporter alleged blood glucose measured 296 mg/dl on customer's device compared to the nurses' device measurement of 106 mg/dl when testing was performed within 5 minutes. No actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.